Event description:
Patient has been on ccpd for one year and has been using this cycle for 2-3 months. The patient's wife reported that he was unable to complete his treatments for a couple of days due to drain complications. Patient terminated his treatments early and did not perform manual exchanges. The patient's wife noticed that the patient was getting weak, incoherent and short of breath so she took him to the hospital.

Manufacturer narrative:
Drain complications. The patient's physician stated that the admission to the hospital, deterioration and clinical course were not due to the liberty cycler but rather related to the patient's underlying disease. The patient had systemic amyloidosis, failure to thrive and was maintained on chemotherapy. Manufacturer is unable to establish a direct causal relationship between the device and the patient's hospital admission. MFR complaint file # - (B)(4).